Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found that the home button was worn and the chassis was cracked near the sensor port. The unit passed functionality testing and no product performance issues were identified related to accuracy. The customers complaint was not duplicated. Internal inspection revealed damaged standoffs and signs of contamination on the technology board. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Event description:
The customer reported "inaccurate reading spo2." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported "inaccurate reading spo2." No consequences or impact to patient were reported.